Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor siltex round moderate profile 425cc saline breast prosthesis, cat. #3542670, serial #(B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation procedure with a mentor siltex round moderate profile 425cc saline breast prosthesis that deflated after implantation. Patient noticed deflation on (B)(6) 2018 and deflation was confirmed by doctor on (B)(6) 2018. As a result, the patient underwent explantation and replacement with a mentor gel breast prosthesis on (B)(6) 2018.

Manufacturer narrative:
On 08/03/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/24/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. White material was observed within the device. White and yellow material was observed on the shell surface. The product evaluation (pe) team discovered a rent measuring approximately 0.3 cm on the posterior aspect and also was noticed parallel lines of shell wear on the anterior aspect, suggesting in-vivo folding or creasing of the device. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow and brown material found on the device. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Regarding the information received, pe concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Some breast ptosis is a normal component of the mature breast. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/17/2018, mentor received additional information about the event. - the explantation date was originally reported as (B)(6) 2018. New information states that the explantation date is (B)(6) 2018. - the operative report stated that there was evidence of ptosis in the right breast. Ptosis patient code has been added. - the operative report stated that there was some contracture of the right breast capsule noted. Capsular contracture patient code was added. Baker grade is unknown for the capsular contracture. Manufacturer¿s reference number: (B)(4).